Event description:
During the index procedure a visi-pro stent and a everflex entrust stent was used to treat the right common iliac, external iliac. Approximately 13 months post procedure patient suffered in-stent restenosis of the right external iliac artery. The patient went to the hospital for a check-up appointment with the vascular surgeon. Patient had complaints in right leg, starting in right hip and going to the leg. Duplex ultrasound showed an in-stent restenosis of the right external iliac artery everflex entrust stent was used during the index procedure. The visi-pro stent from the index procedure in the right common iliac artery is open without stenosis. Pta was performed. Patient recovered with good results.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.